Event description:
Our system has noticed a few med errors over the past year related to wrong doses of regular insulin IV that is used for hyperkalemia management. The insulin dose ordered was 10 units, but staff have used the wrong syringe to measure and ended up giving much larger doses (ie. 3 ml, 1 ml) using the 100 units/ml 3 ml vial. Our system has attempted to prevent these errors by addressing the wrong syringe, such as adding notes and reminders (in the order and in adc) and reinservicing staff to always use an insulin syringe when measuring the dose. But apparently this has been unsuccessful in some errors since we still noticed at least one recent error where 3 ml was measured and given (using a 3 ml regular IV syringe instead of a 1 ml insulin syringe). But after reviewing this again, I noticed that the insulin vials are labeled "incompletely'' per what I thought was FDA standards expected. Novolin rand humulin r labels on the vials and the boxes display the concentration as "100 units/ml" and the total volume of the vial ("10 ml" or "3 ml"). They do not currently include the total amount of drug in the vial in "units". They do not display the full contents as "1000 units in 10 ml" or "300 units in 3 ml". Do you know why these products do not have the total amount in units? Has this been discussed or presented to the FDA and the manufacturers to add, or do they have some special exemption? Is this really not the standard to have this information? Do you think this might help prevent some errors if they did include the total amounts on the labeling? (B)(6). Submission ID: (B)(4).